Event description:
The customer reported that an "air in blood" alarm was not audible. Warning lights flashed but the alarm did not sound until air was approx 1 inch from the needle hub. Moreover, the blood pressure monitoring system (bpm) did not audible alarm when pt had a low heart rate.